Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that the patient noted their pain averages 6/10 and goes to 4/10 with boluses on (B)(6) 2022. The patient wished the pain was consistently at 4/10. The clinical diagnostics was inadequate pain relief. The sc fentanyl was increased along with the boluses. It was indicated the event was possibly related to the device or therapy and possibly related to the increased dose of fentanyl. The event was ongoing. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2022 it was noted the boluses were not helping as much as they used too and reported inadequate pain relief with boluses. The device was reprogrammed where the boluses were increased by 10 mcg each and increased to 8 per day. On (B)(6) 2022 the device was reprogrammed where the boluses were increased by 10 mcg each and two more boluses were added. Additional information received from a healthcare professional (hcp) via a clinical study reported, on (B)(6) 2022, the patient's pain had been out of control recently and boluses had been less effective. The device was interrogated and 39 ml of blood tinged fluid was withdrew when 23 ml were expected. The device diagnosis was updated to pump reservoir volume discrepancy. A catheter dye study was performed and the results were normal. The hcp increased hydromorphone by 0.3 mg. It was indicated the event was possibly related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study. On (B)(6) 2022, the patient reported inadequate pain relief and that they did not feel all of their boluses. Device reprogramming occurred on (B)(6) 2022 and the increased the sc fentanyl by 100 mcg and boluses to 75 mcg each.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study indicated that the issue wasresolved.

Event description:
Additional information was received from a healthcare provider via a clinical study indicated that 4.9ml was interrogated and 6ml were aspirated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.